Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. The fe found filament regulator errors in system log. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The fe reported that the system exhibited filament regulator failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.